Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. During rinsing no clots were found. The oxygenator was cleaned with sodium hypochlorite solution. No other abnormalities were detected. For further examination all four sides of the oxygenator were sawn open, and the mats were inspected for any signs of damage, marks or any other anomalies. No abnormalities were found. The number of gas mats was also counted, and there are 74 mats on the gas side and 22 mats on the side of the heat-exchanger this is within specification. There were no signs of any clotting between the mats, or anything else of note. A DHR review was performed for the affected product: basic lot 70111717 and packaging lot 70112395 (serial number (B)(4)). The avz 7511 from (B)(4) to (B)(4) was reviewed. There were no there were no references found, which are indicating a nonconformance of the product in question. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be initiated.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has not been returned for investigation yet. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch when further information becomes available.

Event description:
According to the hospital: "an oxygenator had to be changed after about 5 hours of perfusion" ref. (B)(4).